Event description:
Boston scientific crm received information that this dextrus atrial lead dislodged, resulting in non-capture and non-sensing. The device was programmed to vvi mode until the revision procedure. In the revision, the lead was explanted and successfully replaced. No adverse patient effects were reported.